Manufacturer narrative:
Failure analysis for fiber 0010-2400-623a-(B)(4): the fiber exhibits no signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector segments and tabs appear in good condition and secured; the fiber passed the connector test. Fiber card analysis: use date: not yet. No procedure data. Probable root cause: based on the device analysis, the product complaint "machine failure" could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that when the physician depressed the footswitch to begin a greenlight prostate vaporization procedure, the laser system failed and the procedure could not be completed with the laser system (the procedure could not be completed "with this machine"). The patient was under anesthesia; no additional case information as to how the procedure was completed is available. Patient outcome reported as: "no injury".

Event description:
Additional information: the prostate procedure was completed using a different / non-ams manufactured laser system. There was no patient injury reported.